Event description:
After a cs25 stapler had been fired in a laparoscopic right colectomy procedure it was noted that the tissue had not been cut. The procedure was completed by use of another stapler and by manual suturing.

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders.the lot number of the device is not known, and therefore the expiration date could not be determined.the lot number of the device is not known, and therefore the date of manufacture could not be determined.the returned cs25 stapler did not have a cut ring. The absence of a cut ring would be a root cause of the failure to transect tissue. During current manufacture these devices are inspected multiple times for the presence of the cut ring.